Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for episodes of vt and did not receive therapy from device. Upon interrogation, it was noted that patient was in an ongoing episode of vt, which the device was misdiagnosing as supraventricular tachycardia (svt). The patient ultimately required a cardioversion to return to sinus. The patient remained stable through the vt and post shock. The issue resolved with reprogramming and patient is in stable condition.